Manufacturer narrative:
(B)(4). Concomitant medical products: the 47235901438, periarticular locking scrs st, 63138409. The 47235901438, periarticular locking scrs st, 63138409. The 47482801402, 2.7 mm univ locking screws ster, 63138387. The 47482801202, 2.7 mm univ locking scrs st, 63088386. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02745, 0001822565-2018-02746, 0001822565-2018-02747, 0001822565-2018-02748.

Event description:
It was reported that the patient underwent a right ankle orif (open reduction and internal fixation) due to an ankle fracture. Subsequently, the patient was revised due to redness and swelling, and the explanted products showed signs of corrosion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed as no device was returned. Device history record (DHR) review identified no related manufacturing deviations or anomalies. Root cause is unknown. A batch examination of devices with related issues was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. Review of the related issue complaint device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information was received.